Event description:
It was reported that balloon rupture occurred. The 75% shunt stenosed target lesion mildly tortuous and mildly calcified. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, on the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and no damage was observed. It was found that the balloon was completely torn and vertically ruptured. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.

Manufacturer narrative:
The device was returned for analysis, and the evaluation was completed on 22oct2024. A visual and tactile examination was performed. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approximately 11mm distal from the proximal markerband. No issues, kinks or damages were found on the tip, markerbands, and shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 75% shunt stenosed target lesion mildly tortuous and mildly calcified. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, on the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and no damage was observed. It was found that the balloon was completely torn and vertically ruptured. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.